Event description:
It was reported that the touchscreen was cracked and unresponsive. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.